Event description:
Reportedly, the pump calculated a correction bolus dosage lower than expected. Customer's blood glucose level was impacted (260+ mg/dl). At the time of the report, the contact did not have access to the pump and had no additional information. During a follow up, customer's father stated the issue was resolved and customer's blood glucose levels were within target range.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.